Event description:
It was initially reported that the green light on the ens was not on and the yellow battery light is on. The issue was about ens / screener / trialing. It was reviewed how to replace batteries. The patient started the trial yesterday and the green light stopped blinking sometime today. This morning before he left for work the green light was blinking but now it was not. The battery light was on. The patient/family was going to replace the battery. Additional information received noted that the cause of the event was not known; all during perc trial, brown box. Patient pulled all wires out one hour after perc trial (demented). Stage one - two weeks trial. Then revised/implanted. No abnormal impedance measurements. Lead revision was noted - (B)(6) 2013(revised and lead changed. Patient sensation not adequate during stage one trial). Signs and symptoms were noted as none. Hospitalization was not required. No injury.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# and serial#: unknown. Implanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown_lead, lot# and serial# unknown, implanted: (B)(6) 2013product type: lead. (B)(4).